Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Two clips were implanted, reducing tr to a grade of 3. Upon removal of the triclip steerable guide catheter (tsgc), a hematoma and bleeding was observed. For treatment, a stent and an occluding device was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hematoma and bleeding were unable to be determined. The reported patient effect of hematoma, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.